Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump recommended and delivered 13 units of insulin which was too much. The customer¿s blood glucose level was 118 to 110 mg/dl at the time of the incident. The customer tried to suspend the pump but the bolus was delivered. Troubleshooting was not completed as the bolus had already been delivered. The insulin pump will not be returned for analysis.